Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device has a drilled ¿leg¿ tip. This type of damage is indicative excessive side loading causing the cutter to flex and to come in contact neuro tip ¿leg¿. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the craniotome device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device neuro tip was drilled into. The event was not reported to have occurred during surgery. There were no delays to the surgical procedure. It was unknown if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.